Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a patient presented to the hospital with high watts and an elevated lactate dehydrogenase (ldh). The patient was believed to have a possible pump thrombosis but was not a candidate for a ventricular assist device (vad) exchange. The vad was turned off and the patient expired.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the controller revealed that the unit passed functional testing; visual inspection under 10x magnification revealed hairline cracks around power ports one and two of the controller. An internal inspection did not reveal evidence of fluid ingress. The observed hairline cracks are not related to the reported event. Based on an internal investigation, the root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. The reported high power event was confirmed via review of the controller log files which revealed an increase in power consumption starting on october 7, 2018, leading to parameters above normal operating range. One hundred (100) high watt alarms were logged between october 10, 2018 and october 12, 2018. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Other devices involved in this event: brand name: heartware ventricular assist system ¿ controller 2.0 controller / con307368/ model #: 1420 / expiration date: 2018-06-30 UDI #: (B)(4) device available for evaluation: yes, return date: 2018-10-23 device evaluated by MFR: yes mfg date: 2017-10-23 labeled for single use: no patient code(s): c76143 device code(s): c62968 FDA method code(s): 10, 4112 FDA results code(s): 180 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer received the controller and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.